Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ¿unit is not working right¿ and they wanted to have it removed. The patient stated that they could not have any anesthesia and wanted it removed using a ¿saddle block¿. It was mentioned that it had been installed for 2 years and that they could not use the doctor who implanted it as they wanted to use anesthesia. Additional information was received. It was reported that the patient wanted to have the device removed because it stopped working about a month after it was implanted. The patient stated that she kept getting bladder spasms and she couldn't hold her urine. The patient noted that she was getting up 6 or 7 times at night and was going through 8-10 pads a day and still was. The patient mentioned that she was no longer seeing her previous health care professional (hcp) because she had 3 bladder infections and he gave her medication that she was allergic to. The patient reported that she currently had another bladder infection and she finished a course of antibiotics but still had the infection so she was undergoing another 7 day course of antibiotics. The patient confirmed that she goes back tomorrow for another urine test. The patient also noted that she met with a manufacturing representative twice for reprogramming at her hcp's office regarding a loss of therapeutic effect but she could not increase amplitude without it being painful. There were no further complications reported or anticipated.

Manufacturer narrative:
Intervention req should not be checked. Instead, other now applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had received physician listings in their area should they decide to have the implanted device removed. Before they contact a doctor, the patient wanted to turn the device off for a week to see what happens and if ¿it is worse¿. The patient inquired that ¿since it is hooked up to a nerve in my brain will I end up damaging the nerve by turning it off for a week, or damaging anything else?¿. This information (along with how to turn the device off) was then reviewed with the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that before contacting a physician, the patient wanted to turn off their device for a week and see what happens and if it would be worse. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further follow up information received from the healthcare professional (hcp), per patient record (dated (B)(6) 2018), reported that the implanted device was not helping (¿nonfunctioning interstim¿) and the patient would like to have it removed. The implanted device was placed for urinary leakage with urgency (also with cough and sneezing). The device initially provided good results however it lost its effectiveness despite numerous attempts at reprogramming. The device was ultimately turned off on (B)(6) 2017. It was noted that they had macroplastique injection in (B)(6) 2015, a urethral sling placed in 2016, and another macroplastique injection in 2017. These provided good results but the patient now complained of nocturia x5 (symptom relapse). It was also confirmed in the record that the patient had recurrent utis (some symptomatic and some asymptomatic) and had a uti approximately a month ago where they were given macrobid. Prior uti cultures have shown e. Coli. The patient was currently undergoing biofeedback and was seeing some improvement. General exam, per the record, showed no obvious edema with no apparent distress. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) clarified that the unit not working issue was that the device was turned off on (B)(6) 2017. The cause of the device stopped working was noted as ¿lost effectiveness¿ and the bladder symptoms returned. Actions taken to resolve the issue was that the patient was reprogrammed numerous times. It was unknown the patient¿s history of their utis (prior and since implant of the device) and what the cause of the uti was. It was also unknown if the utis were related to the patient¿s underlying urinary dysfunction or if it was related to the implanted device/therapy. In addition, it was unknown what actions/interventions were taken to resolve the uti issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer: patient reported they had the implant removed (B)(6) 2018 because it never worked for her since a month post-implant. There were no further complications reported or anticipated.